Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged nasal irritation, headaches, shortness of breathing, and dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to heve nasal irritation, headaches, shortness of breathing, and dizziness. The patient alleged seeing black particles in the device.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was performed by the manufacturer. The manufacturer found evidence of brown dust-like contamination on top enclosure, bottom enclosure, front panel, and back panel, indeterminate contamination within air outlet and at front edge of bottom enclosure, white dust-like and hair-like contamination at blower box inlet, on blower, and within blower box. The device's downloaded event log was reviewed by the manufacturer and found two instances of error code e-53. The manufacturer confirmed the presence of dust-like and hair-like contamination within the airpath, which is likely of external original and not consistent with originating from a device failure. The manufacturer concludes evidence of sound abatement foam degradation or breakdown.